Event description:
Problem: missing catheter. It has come to rptr's attention that a similar problem occurred within a short time after the time it happened to pt. Dr informed rptr that this was the reason it was reported to the FDA. According to rptr, so many problems were inflicted upon pt that they wish to fully investigate each and every one of these incidents. Pt had a prosthesis replaced in left arm. After the surgery it was decided to use a catheter for administering the required drugs. A speciallly trained nurse was called to insert the catheter into right arm. After nurse declared it ready for use, the floor nurse attempted to use it but found that it had disappeared. Immediately called the ER dr and the surgeon. The ER dr told the nurse that no immediate problem existed. The surgeon arrived and differed with the ER dr. Dr attempted to locate the catheter by cutting an opening in the pt's arm and searched for the missing tube. This operation was performed in the pt's room. After several wrong guesses and several tests the catheter tube was finally found in the pulmonary artery 12 hrs after it was discovered missing. The catheter was extracted through the heart and body and out through the groin.